Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for call was the patient reported the device has been wonderful since they started it but maybe like a week ago their bowel symptoms started to get a little worse. Patient indicated they got the device for bowel but they were peeing non stop and was wondering if the device could help with that as well. The patient mentioned they could feel the implant under the skin but it felt like they could flip it over if they tried and one side of the ins was bulging out visibly under the skin for probably a few months now. Redirected patient to discuss symptoms and therapy expectations with managing doctor.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.